Event description:
It was reported that in january of 2014, a rise in left ventricular impedance had occurred. Possible past instances of diaphragmatic stimulation were noted. The physician opted not to revise the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.